Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The ht controller board was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The returned atp console hardware visual inspection found two components, c39 and q1 broken from pcb and in esd bag. Did not system test the atp board. Damaged pcba. Found physical damage; there were pieces broken. The returned pcba interface control board confirmed reported problem. Visual inspection of interface control board showed missing jumper w2. Jumpers w1, and w3-w8 are all in the wrong positions. There was no inspection label on the board. When placing the jumpers in the correct configuration, the imaging system functions as expected, successfully acquiring 2d and 3d images. No fault found with the actual control board. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the imaging system was not able to take fluro images. They attempted to reboot nine times without resolution. The surgeon opted to complete the procedure without the use of that imaging system and instead used the c-arm to complete the procedure. There was a reported delay to the procedure of 30 minutes due to this issue. There was no impact on patient outcome.